Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultramini meter was giving the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2013, the patient noted the reported meter was giving the battery indicator symbol; she was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. Afterwards, the patient experienced the symptoms of sweating, hunger and thirst. The patient did not seek any medical attention or treatment. Troubleshooting revealed there was no misuse of the product and that the battery did not need to be replaced. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after the meter issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. During product analysis, the battery was replaced and the meter powered on successfully. A secondary issue was discovered in that the capacitor c20 was defective. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. Gender: not provided. Date of event: not provided.